Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements reaching greater than 175 ohms. This rv lead was surgically abandoned and replaced with a new rv lead during a normal battery changeout procedure. No additional adverse patient effects were reported.